Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation at this time. Additionally, the production lot number has not been reported.

Event description:
It was reported that during a surgical procedure, the bone probe broke in the s1 level and was not retrieved. The surgeon reports no patient harm.